Manufacturer narrative:
Concomitant products: d224trk crt-d, implanted (B)(6) 2013.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced for premature battery depletion. It was also reported that the patient's left ventricular (lv) lead was capped and replaced for high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.